Manufacturer narrative:
This is a report of a leak that occurred during peritoneal dialysis therapy. The leak was reported to have originated from a loose connection between the cassette and supply bag. As the device was not returned to the manufacturer for physical evaluation, the failure mode could not be verified. A cause for the loose connection could not be determined. Upon review of the device manufacturing records, there were no deviations or non-conformances that occurred during the manufacturing process. In addition, a batch record review was performed and confirmed that the labeling, material, and process controls were within specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak from their cassette during dwell 4 of 5 of peritoneal dialysis therapy. The patient was connected to the device at the time of the leak. There was no alarm coinciding with the leak. During troubleshooting, the cause of the leak was discovered to be a loose connection between the cassette and the supply bag. The cause of the loose connection was unknown. It was further verified that there were no holes or tears in the supply bag. Treatment on the cycler was discontinued and the patient completed therapy using manual supplies. The patient did not experience any injuries or additional complications as a result of the issue. The cassette used by the patient was not available for evaluation. The patient has since been able to continue with peritoneal dialysis therapy without complications. Additional information was requested but was unavailable.